Event description:
As reported to coloplast though not verified, pt experienced vaginal bleeding, pain, urinary complications, erosion and dyspareunia. A mesh extrusion procedure was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.